Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional info becomes available and / or the device(s) have been returned for eval and an investigation result is available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that surgery was extended by approx 45 minutes because the cup handle got stuck more than 6 times.